Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained while using the vitros eci analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer adjustments to the well wash subsystem. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue. In addition, improper pre-analytical sample processing cannot be ruled out as a contributing factor to the event. There is no evidence that the vitros trop I es reagent malfunctioned.

Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es patient result from a single patient sample (patient result = 2.09 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported from the laboratory, and a corrected report was issued for the repeat results (repeat results < 0.012 ng/ml). There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).